Event description:
It was reported that the patient developed (B)(6) sepsis requiring the removal of the implantable cardioverter defibrillator (ICD) system. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274drg implantable cardioverter defibrillator (ICD) 2010-(B)(6); 694765 implantable tachy lead 2010-(B)(6). (B)(4).